Event description:
It was reported that: "a left abg ii modular stem was removed due to hip pain (pre-op diagnosis) and replaced with a restoration modular stem.

Manufacturer narrative:
It was noted that it is hospital policy to not release patient information along with explanted implants. Additional information has been requested and if received, will be provided in a supplemental report.